Event description:
Pt to have PICC line dc'd per md order, when removing PICC line, PICC line broke in pt's arm w/c 9cm unretrieved. Pt sent directly to ER for x-ray and removal of PICC line. Broken piece was retrived by ER md.